Event description:
A user reported that their pump screen was dark and would not turn on, which was categorized as a malfunction. There was no information about the customer's blood glucose level at the time of the event. The pump was within warranty, and the customer was informed that a replacement pump was necessary. While the customer did not share details about their backup insulin therapy, the replacement process was initiated. The customer was instructed to return the faulty pump using a pre-paid label within ten days, and confirmation of the customer's shipping address and storage mode instructions for transport were provided.